Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues; therefore, a surgical procedure was performed to remove and replace all the components. Upon explant, it was noted that the pump was not refilling completely, and it appeared stuck. There were no patient complications reported.